Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic endometriosis eradication. Event description: while the surgeon was trying to cut using applied medical scissors, the device blocked the jaws. The scissor no longer opened, locking also in the handle. The surgeon also had difficulty removing the device. Additional information received by email from applied medical representative on 16mar22: yes, the does not work upon initial use just after a few minutes of use the scissors did not open anymore. The blades did not open/close fully at the beginning. The scissors were not used to cut staples/ lapband/dense tissue. "It was not a dangerous condition, simply the blades of the scissors remained locked in the open position, physiological tissues (peritoneum) were cut and the blades were not damaged" additional information received by email from applied medical representative on 16mar22: only one scissors are involved in the accident, but the customer also wants to return the remaining scissors of the defective batch(3 sterile samples). Intervention: ni. Patient status: "ok".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as damage to the blades was observed preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, a burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic endometriosis eradication. Event description: while the surgeon was trying to cut using applied medical scissors, the device blocked the jaws. The scissor no longer opened, locking also in the handle. The surgeon also had difficulty removing the device. Additional information received by email from applied medical representative on 16mar22: yes, the does not work upon initial use just after a few minutes of use the scissors did not open anymore. The blades did not open/close fully at the beginning. The scissors were not used to cut staples/ lapband/dense tissue. "It was not a dangerous condition, simply the blades of the scissors remained locked in the open position, physiological tissues (peritoneum) were cut and the blades were not damaged." Additional information received by email from applied medical representative on 16mar22: only one scissors are involved in the accident, but the customer also wants to return the remaining scissors of the defective batch(3 sterile samples). Intervention: ni. Patient status: "ok."